Manufacturer narrative:
Investigation: - complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_1__; occurrence: a complaint history check was performed and this is the 1st related complaint for damaged package and the 2nd related complaint for discolored on lot # 8060776. Investigation summary: customer returned photos of bd alcohol swabs from lot # 8060776. Customer states that the packaging is broken and mistreated. The photos were examined and exhibited torn swab packets and smeared ink on the swab packet. Manufacturing (holdrege) will be notified of this issue. A review of the device history record was completed for batch #8060776. All inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Based on the samples and/or photo(s) received the investigation concluded: - confirmed: bd was able to duplicate or confirm the customer¿s indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that swab alcohol 100 bx 1200 spain packing was broken. This occurred on 11 occasions before use. The following information was provided by the initial reporter: broken packing and mistreated.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that swab alcohol 100 bx 1200 spain packing was broken. This occurred on 11 occasions before use. The following information was provided by the initial reporter: broken packing and mistreated.